Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that loss of capture was noted on the right ventricle (rv) lead resulting in the patient experiencing syncope. A revision procedure was performed and the clinician observed fibrosis on the rv lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.